Event description:
It was reported that during the device upgrade procedure, the right atrial lead became dislodged. The lead was extracted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, the full lead was returned for analysis. The outer insulation had a cosmetic depression and white substance was found. The helix mechanism was found distorted/bent and there was blood in/on the helix mechanism. Apparent explant damage.